Event description:
One of the pens malfunctioned [device malfunction]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device malfunction and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 15-jan-2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. The patient was being treated with epinephrine auto-injector 0.3 mg, as needed (batch no: g230102x) (ndc, exp date, dose, and frequency were not reported) via subcutaneous route for an unknown indication. Concurrent conditions, co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. The patient had epinephrine injection 0.3 autoinjector, and one of the pens malfunctioned while attempted to use it. Last action taken with epinephrine auto-injector in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event were unknown. The reporter did not provide the causality of events device malfunction and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
One of the pens malfunctioned [device malfunction]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device malfunction and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 15-jan-2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. The patient was being treated with epinephrine auto-injector 0.3 mg, as needed (batch no: g230102x) (ndc, exp date, dose, and frequency were not reported) via subcutaneous route for an unknown indication. Concurrent conditions, co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. The patient had epinephrine injection 0.3 autoinjector, and one of the pens malfunctioned while attempted to use it. Last action taken with epinephrine auto-injector in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event were unknown. The reporter did not provide the causality of events device malfunction and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information was received on 03-feb-2026. New information received includes qa investigation report attached to this case. On 15-jan-2026, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g230102x (exp. Jul 2024). At the time of the reported event, the product had been expired for approximately 17 months and 15 days. Based on the limited information provided, the complaint was initially classified under the subtype defective injector. A cmo pfizer investigation was not warranted, as the complaint related to assembly and packing activities performed by the cpo, phillips. Accordingly, phillips conducted the investigation, including a review of manufacturing and release records. Evaluation of sdeai lot g230102x confirmed that all in-process testing (500 units) met acceptance criteria, with no discrepancies identified during assembly. In addition, final release testing (50 composite units) met all specifications prior to release and distribution. No correlation was identified between the reported complaint (B)(4) and the manufacturing process at pmm. A retain sample review was not performed because the subject lot was expired, and the complaint sample was not returned for evaluation. There have been no other complaints reported for lot g230102x within the past 24 months, indicating this is an isolated event with the defect unconfirmed. Trending analysis identified 35 similar complaints categorized as defective injector over the past 24 months across (B)(4) two-pack devices released (249 batches), corresponding to a complaint rate of (B)(4). Each sdeai lot is manufactured using a single cpjt lot and is subject to defined in-process and final release criteria, all of which were met, indicating no systemic or lot-related manufacturing issue. Complaints are assigned the subtype defective injector when available information is insufficient to determine a more specific failure mode. The instructions for use clearly instruct users to replace the auto-injector prior to expiration and provide guidance on proper disposal of expired devices. No labeling deficiencies were identified. Based on the extended expiration status at the time of use, absence of manufacturing or labeling issues, lack of corroborating evidence, and the isolated nature of the event, the investigation concludes that the complaint is attributable to user error related to use of an expired device, with no impact to product quality or manufacturing processes. No corrective or preventive actions are required. Last action taken with epinephrine auto-injector in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event were unknown. The reporter did not provide the causality of events device malfunction and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.